Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow-up, the device was in backup vvi mode. Device image revealed intermittent high frequency noise on all channels; the device ultimately went into backup while charging the capacitors. The device was explanted and replaced.

Manufacturer narrative:
The reported field events of backup vvi and noise were confirmed in the laboratory. Review of the stored egms revealed noise. Review of the programmer printouts revealed that a power-on reset occurred during high voltage therapy delivery into a shorted load. The device was tested on the bench and no anomalies were found. The cause of the shorted load and noise could not be determined.